Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a damaged mpu patient cable was confirmed when the unit was evaluated by depot services. The rubber boot on the mpu patient cable connector block was separating from the connector block. The unit was repaired by replacing the mpu patient cable. The repaired mpu was tested and returned to the rental/loaner pool. The patient cable connector block was examined and no ingress or damage were found. The overmold was loose and warped around the connectors. Although loose, the overmold did not appear to interfere with the power lead connectors. The patient cable connectors are molded into a hard form block; the block is then over-molded (with rubber). The issue with the over-molding was cosmetic and not functional. Also, the patient cable outer jacket was discolored and worn. The mpu unit was over 5 years old. The reason for the over-mold separation was not determined in this analysis. The mpu assembly (pn 108285) was made 07jun2016. The mpu unit was packaged (pn 107758) and placed into stock on 27jun2016. The unit was sent to the customer on 18aug2016. The unit had no previous services. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported rubber encasing on mobile power unit patient cable was loose.